Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and concluded that the sensor wire was missing from the housing puck. Therefore, the reported possible detached/missing sensor wire was confirmed.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, upon removal of sensor pod, patient was unable to locate sensor wire. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.